Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was bleeding at the venous and arterial end joints of the catheter during dialysis. The catheter was implanted in the right jugular semi-permanent catheterization. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.